Manufacturer narrative:
The excor connecting set for cannulas ø 6/9 mm (lot 00140046) was in use on the patient from (B)(6)2024 until the time of the event on (B)(6)2025 (101 days). We have reviewed the production records of the connecting set lot no. 00140046. This product was produced according to our specification. A detailed investigation report will be provided as soon as it is available.

Event description:
On (B)(6)2025, the site contacted berlin heart inc. Clinical affairs (ca) to report an issue with the excor connecting set for cannulas ø 6/9 mm (lot 00140046). The site noted that blood was observed around the cannula connection. The site replaced the blood pump with the connecting set without any complications. Previously on (B)(6)2025, the site also reported an anomaly with the same connecting set, which involved "bulging or bubbling" with black film around the outflow connector. Upon evaluation of the pictures provided by the site, ca recommended that the site closely monitor the connector and report again as soon as there is a change in its appearance. Throughout the event, the pump maintained complete filling and ejection, and the patient remained hemodynamically stable with no significant clinical complications.

Manufacturer narrative:
On 2025-03-04, the excor connecting set, lot no. 00140046 was returned to berlin heart gmbh for investigation. The affected connecting set was returned to berlin heart gmbh together with the excor blood pump, which were in use on the patient for 101 days until the connecting set and the blood pump were exchanged. The reported abnormality was only confirmed based on the pictures and videos provided by the clinic at the time of the event. Analysis of these pictures revealed that the reported anomaly occurred only on the outflow connector of the blood pump. No such anomalies were present on any of the other connector areas. The returned blood pump and the connecting set appeared to be rinsed. It appeared that they had probably been rinsed by the clinic. No deposits or other abnormalities were found in the outflow side connector during initial visual inspection. Based on previous similar cases, the patient's mobility can cause the cannula to kink at this area. It is likely that some blood entered between the cannula and the connector at this location due to possible factors such as patient's mobility or positioning / fixation of the blood pump or dressing changes that may have impacted the form of the cannula. However, it is notable that deposits were only seen on the exterior of the outflow connector. Therefore, the exact cause for the anomaly is unable to be determined.